Manufacturer narrative:
Information was not provided. No patient injury was alleged. Product lot # was not provided, therefore device manufacture date, expire date and UDI could not be provided. The product associated with reported incident was discarded by the facility, therefore not available for evaluation. Product from same batch was returned for evaluation. Analysis on returned product is pending. A follow up report will be submitted upon analysis completion.

Event description:
A hospital employee in (B)(6) alleged fluid stopped flowing from a 3m¿ ranger¿ fluid warming set (model 24355) during use on (B)(6) 2019. The employee alleged the connections felt very loose. The connections were reportedly tightened, however the set was still coming apart. Further device usage details were not specified. No patient injury was alleged. No further information was provided.

Manufacturer narrative:
One unused sample from product lot hx8416 was received and evaluated. All the luer connection for this sample were verified as secure. 3m was unable to replicate the issue reported by the customer. 3m will continue to monitor.